Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that a dye study was performed and the distal segment of the catheter became occluded during implant. This was not able to be resolved with a kink removal and the physician stated a hole developed. As a result, a new catheter was inserted without difficulty. The cause of the issue was not determined. There were no patient symptoms and the patient¿s status at the time of the event was reported as alive-no injury. This device system delivered prialt/ziconotide.